Event description:
During testing at the user facility, the device did not detect a distal occlusion. There were no reports of any adverse patient events while the device was in clinical use. The customer reported there was no patient involvement.